Event description:
Our rep. Sent an e-mail correspondence concerning the adverse event cited in MDR 1221934-2009-00122. In that communique, the author states that the surgeon has had 2 similar events, that is inserter tip breakage into to body during surgery, "... This is the 3rd inserter I have personally seen break. The other 2 were caught during the procedure ...". For MDR 1221934-2009-00122, the fragment was not discovered at the time of the breakage, but at a later date. In the 2 others, the rep indicates that the tip fragments were discovered and removed during the procedure. No further info or details were supplied. A thorough search of similar incidents reported for this facility into the mitek complaints system from january 1, 2008 through the present date did not turn up any previous complaint reports. We assume that in this event, the procedure was concluded successfully without further issue or harm to the patient. This report is established to capture the event. Query out to complaint reporter. Also see MDR 1221934-2009-00129.

Manufacturer narrative:
Mitek is at this point in time in the info gathering mode. When all that can be had, is had and thoroughly investigated and evaluated, those results will be the subject matter in a follow-up report.